Manufacturer narrative:
(B)(4). Follow up for device evaluation. A syringe was reported to be dirty. To support the investigation, one sample in an opened blister package and three photographs were received and evaluated by the quality team. Visual inspection of the returned syringe identified three embedded brown specks at the bottom of the barrel, no other defects or imperfections were observed. The photographs corroborate the condition of the returned sample. The appearance is consistent with embedded degraded resin, which can occur at startup or intermittently during injection molding when small fragments break loose and are incorporated into molded components. A device history record review was completed for material number 309653, lot 5142409. The review identified no quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections met specification requirements. Based on the investigation and analysis of the returned sample, the customers reported condition is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Description: while a pharmacy technician was making chemo this morning, she went to use this syringe and when she pulled it out of the wrapper, she noticed that it was dirty.